Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the tricuspid position. The valve was initially implanted in the surgically repaired native tricuspid annulus. While removing the delivery device, the valve embolized atrially. The valve was pulled down and pinned in place with a larger stent. The patient was stable and is scheduled for explant of the thv valve and an implant of a surgical valve.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "withdraw catheter from deployed valve - thv embolized into atrium" was unable to be confirmed. A review of the device history record did not provide indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Implanting valve in native tricuspid position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, it is considered off-label operation. As reported, "patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the tricuspid position. The valve was initially implanted in the surgically repaired native tricuspid annulus. While removing the delivery device, the valve embolized atrially." As such available information suggests that procedural factors (off- label operation) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.